Event description:
It was reported that when the asymptomatic patient presented for a routine follow-up, device interrogation revealed high ventricular capture thresholds. During the repositioning procedure, the lead could not be suitably placed. The implantable cardioverter defibrillator (ICD) was programmed to right ventricular pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.